Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that post implant, the device lost capture. Intermittent capture was noted with magnet application. The patient was returned to the catheterization lab for lead replacement.